Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Per the intake photos, the screw head is broken and shows worn threads from removal. However, the removal and replacement of the screw was due to the driver breakage per the reported issue. Device history records review was conducted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the surgery for the l3 fracture was performed by using the uss ii ilio-sacral system. The fixed area was l3/ ilium. When the screw was inserted to the left ilium, the tip of the screw driver shaft was broken. The screw was removed and re-inserted from a different place. The surgery was completed with a 60-minute-delay, and there was no adverse consequence (no nervous symptoms) to the patient. Complaint involves two (2) parts. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: product code, common device name. Additional product codes: mni, mnh, kwp, kwq. Physical manufacture site. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed for the subject device: the fragment of the broken screwdriver is jammed in the recess of the screw head of the received uss-ii-polyaxial cancellous screw. Therefore, is the complaint confirmed for the screw. The screw head is separated form the shaft and there are heavy damages at the screw head and the upper part of the thread visible. The heavy damages at the screw head were obviously caused during the removal of the screw after the screwdriver did break and the recess was not accessible anymore due to the fragment. The screw head is separated from the shaft, this was made by a cutting off wheel, most likely after the screw head was too much damaged due to the first removal attempts with a gripper. Finally, the screw shaft was directly grabbed to remove the screw, which caused the heavy damages at the thread. It can be concluded that all damages at the screw were caused post-manufacturing as the anodized layer is worn away. There is no allegation against the screw in the complaint description and the visual inspection of the intact part of the thread did show no issues with the thread, the thread flanks are in a good condition. There is no indication that the screw did contribute to the breakage of the screwdriver. For the evaluation of the screwdriver and the root cause of the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.